Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was placement signal issue during impella 5.5/automated impella controller patient support. The patient expired on support while waiting for heart & kidney transplant, despite being elevated to status 1.

Manufacturer narrative:
Correction: b5. Event description and b7. Medical history/preexisting condition were corrected to provide all relevant details regarding the complaint. G3 on the initial report that was reported should of reflected 25-aug-2025 as the date. H6 code b13 was omitted from the initial report that was submitted and was added. Medical safety review: medical safety reviewed the event. The event describes an automated impella controller (aic) failure resulting in aic-to- back up aic transfer. Thereafter on the second aic and with the impella 5.5 device, intermittent placement signal not reliable (psnr) was encountered. Additionally involving the impella 5.5 device, there was high purge pressure and tissue plasminogen activator (tpa) was possibly added to the purge system. The patient would eventually expire on support while waiting for heart and kidney transplant, despite being elevated to status one. The first and second aic's had a device malfunction and did not contribute to the demise outcome. Although the first aic failure resulted in temporary loss of support due to aic-to-aic exchange, this was a planned switch that occurred approximately 21 days prior to the patient's demise. Regarding the intermittent psnr, positioning was confirmed and support continued. Based on the information at hand, the patient expired for reason unrelated to the aics despite the product malfunction. For the impella 5.5 device, high pressure at first self-resolved but noted to have continued on three occasions. Tissue plasminogen activator (tpa) was possibly added to the purge. However, there was no report or indication of inadequate support. Mechanical circulatory support (mcs) support continued. In this case, the patient's underlying condition likely contributed most to an outcome of death. The patient required both heart and kidney transplant which did not materialized although at status one. Conservatively, the death will be reported against the impella 5.5 device as this device was in use at time of expiration. The impella 5.5 cannot be ruled out but highly unlikely due patient condition. Despite the purge concerns the pump remained supporting the patient. Investigation summary: investigation has been completed. No product returned for evaluation. However, event logs were received and analyzed. High purge pressure: data logs were reviewed and long-term log at time of reported low purge flows did not show any "purge pressure high" alarms. Purge flows were within normal range. Clinical details noted that low purge rates were observed approximately two months into support. The cause of the high purge pressure could not be determined as limited clinical details were provided. No high purge pressure was observed in the data logs, and no product was returned for evaluation. Optical: clinical details noted intermittent psnr alarms occurring throughout support. Data logs were reviewed and long-term log of psnr alarms showed intermittent placement signal spiking to 3000 with variable/low signal-to-nosie ratio and contrast, and all other optical parameters were stable. No motor current spikes were observed. Previous long-term log from the case using a different console showed the same pattern of optical parameters. The cause of the optical signal issue could not be determined as limited clinical details were provided and no product was returned for evaluation. Device history review: the pump passed all post-sterile inspection checks. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device is one of three devices associated with the event. Refer to section h10 for the related report numbers.

Event description:
The complainant reported a patient was implanted with the impella 5.5 device for mechanical circulatory support (mcs) and experienced complications. The patient would ultimately expire.the patient was initially admitted with advanced heart failure and was subsequently transferred to the unit status post intra-aortic balloon pump for cardiogenic shock. The patient was brought to operating room for impella 5.5 placement and would continue with orthotopic heart transplantation (oht) work-up. The impella 5.5 was successfully placed, and the patient returned to the unit to recover. After approximately two and a half months of support, a sudden controller error alarm occurred, and an automated impella controller (aic)-to-aic transfer was completed. The patient continued on support. Approximately four days later, intermittent placement signal not reliable (psnr) alarm occurred (with the impella 5.5 and second aic). The intermittent psnr issue self-resolved. Additionally noted this day was the purge flow rate issue occurred and was closely monitored. The patient continued to wait for oht but would still have intermittent psnr. Instructions were given to disable the alarm. Two occurrences again (10 days and 15 days later), purge flow issues were encountered. Tissue plasminogen activator (tpa) was discussed. However, it is unknown if tpa was added to the purge system. Support continued however four days after the latest purge flow rate issue. However, the patient expired on support while waiting for heart and kidney transplant, despite being elevated to status one.

Manufacturer narrative:
Product complaint # (B)(4).